Manufacturer narrative:
(B)(4).

Event description:
The pacing system was removed due to infection.

Manufacturer narrative:
(B)(4). Please refer to the attached analysis report.

Event description:
The pacing system was removed due to infection.